Event description:
Patient had received a left transforaminal lumbar interbody fusion, left lumbar-5, sacral-1 (l5-s1) facetectomy and foraminotomy, bilateral l5-s1 screw fixation and l5-s1 interbody graft in early spring of 2010. The pt developed back and leg pain post operatively. Intraoperative fluoroscopy revealed bilateral s1 screw fracture at the site of their l5-s1 fusion. Both s1 pedicle screws were fractured off the pedicle stem itself.